Event description:
A customer obtained erroneously elevated troponin (accutni) results for one patient. Subsequent testing produced results in the normal reference range. The results were not reported out of the lab. The customer did not receive any report of patient, injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in plastic bd serum tubes without a gel separator, and centrifuges samples at 3,500 rpm for 20 minutes. Per customer, the specimens were icteric. Qc and system check were within specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which passed within instrument specifications. The fse ran a ten replicate precision test using the patient sample in question; all results were within the normal reference range of the assay and were reproducible. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.